Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/19/2019. Device evaluation: the lens was cut in two (2) pieces, viscoelastic residues was observed in lens surface. The condition of the lens is typically related with the removal process of the lens. One of the haptic (loop) was distorted (d/l), the other haptic looks in good conditions. The complaint as haptic damaged was verified. Based on the visual evaluation of the returned unit, it could not be determined that the cause of the issue reported is related to the manufacturing process since there are indications the unit was handled and prepared for lens insertion at the surgical stage. A product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no additional complaint have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the intraocular lens (iol) was inserted a bent trailing haptic was observed. Therefore, the surgeon removed and replaced the lens. An incision enlargement and sutures were required. Another lens (same model and diopter) was implanted as a replacement. The patient has recovered. No additional information was provided to johnson & johnson surgical vision.